Event description:
(B)(4). No stop bleeding had to have a oblation done , tooth decay, pain during intercourse, 2 operations due to swelling of lymph nodes, weight gain, thyroid enlargement, allergies issues, vit d deficiency, chest pains, low blood pressure issues, low blood sugars, and on (B)(6) exploratory abdominal and hysteroscopy surgery to try to see where the coils so they can be removed.